Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: "never reuse cartridges or use cartridges other than those manufactured by tandem diabetes care. Use of cartridges not manufactured by tandem diabetes care or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events."

Event description:
It was reported that intermittent resistance was experienced when filling multiple cartridges with insulin. Reportedly, the customer reused the syringe needle and the cartridge. Tandem technical support educated the customer on the syringe needle and cartridge being single use only. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the issues resolved and the customer successfully filled the cartridges.